Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient head disassembled from stem. Update 19/september/2018: as reported in how was issue noticed and adverse consequence details: patient could not walk anymore, patient required revision hip due to catastrophic failure of implant.

Manufacturer narrative:
An event regarding disassociation involving a accolade stem was reported. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: review of the provided x-ray by a clinician stated the following: provided x-ray confirms dissociated components. Need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: review of the provided x-ray by a clinician stated the following: provided x-ray confirms dissociated components. Need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient head disassembled from stem. Update 19/september/2018: as reported in how was issue noticed and adverse consequence details: patient could not walk anymore, patient required revision hip due to catastrophic failure of implant.